Manufacturer narrative:
Replacement part has been sent to the customer to resolve the issue. Additional information has been requested from customer, for further investigation. No further investigation possible, if additional information becomes available natus will provide follow-up report.

Event description:
On (B)(6) 2017, the customer reported to natus about their neoblue 3 led light output intensity measured low using natus nb radiometer. The customer stated that maximum output with the neoblue radiometer read 25-27 [?]w/cm2/nm when measured with the natus radiometer at 12 inches below the center. The customer was unable to adjust the potentiometer up and down. The last time the nb device measured by biomed was in (B)(6) 2017, and the output was 30.5 [?]w/cm2/nm. The customer confirmed there was delay in treatment, but no death/serious injury or environmental/safety concerns.